Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right-mentor smooth round moderate profile 425cc saline breast implant, 3501610, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: right replaced with serial number (B)(4), catalog number 3502250, and left replaced with serial number (B)(4), catalog number 3502550 on (B)(6) 2019.

Manufacturer narrative:
Device evaluation completed on 5/20/2019: during evaluation of the sample it was found to be intact. Leak testing was performed according with mentor procedures and it revealed a leakage in the valve. No other anomalies were discovered. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).